Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 82 mg/dl. Customer just ate and was changing the infusion set when the alarm was received. Customer was advised to remain disconnected from the pump. Customer stated that the drive support cap is sticking out. Customer was advised to discontinue use of the pump. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. No additional information provided.

Manufacturer narrative:
Findings: pump was received with a33 alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/a33 test due to protruded/loose drive support disk. Unit had cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube.